Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10. Concomitants: 3735827, 186-01-60 - integrip cc, cluster 60mm, 3743462, 180-65-20 - alteon 6.5mm screw, 20mm, 4090664, 180-65-25 - alteon 6.5mm screw, 25mm. H6. Investigation results - the nv gxl lnr device with serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via legal documentation that a patient had a total left hip arthroplasty on (B)(6) 2015 and then approximately 6 years later, on (B)(6) 2021 the patient experienced a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.